Event description:
The customer reported that during a left colectomy laparoscopy procedure, the device did not seal properly, and minimal blood loss occurred. It is not known if a regrasp alarm had sounded or if an endtone (indicating a completed seal cycle) had been heard. The patient reportedly had no known co-morbidities and was not on any medications that may have affected tissue quality. Another ls1037 device was opened and used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.